Event description:
It was reported that when using the bd pyxis¿ es server, patient not crossing to all the ed station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, a technical support specialist confirmed that the issue was self-resolved, and no further investigation was required. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server, patient not crossing to all the ed station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.